Event description:
It was reported that a patient experienced coupling and communication issues. It was stated that the implantable neurostimulator (ins) was in over-discharge. Patient compliance was the primary reason for over-discharge. It was noted that the patient was "extremely distraught" during this time period due to the death of her husband. It was stated that the last time the patient felt stimulation or charged her device was "over 12 months ago." It was also reported that the patient felt a shocking or jolting sensation during a recharging session "a year ago." The patient was going to check with a clinic near her to determine if they could work with her device. It was stated that the patient was implanted with her system in (B)(6) 2012. No further information was provided.

Manufacturer narrative:
Product ID 3888-45, lot # v054611, implanted: (B)(6) 2007, product type lead; product ID 3888-45, lot # v057996, implanted: (B)(6) 2007, product type lead; product ID 3888-45, lot # v054611, implanted: (B)(6) 2007, product type lead; product ID 3888-45, lot # v057996, implanted: (B)(6) 2007, product type lead; product ID 37742, serial # (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2007, product type extension. (B)(4).